Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. This occurred during the draining phase of peritoneal dialysis (pd) therapy. This issue was further described as, ¿noticed that the iodine on the minicap was flaking off¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, two photographs were provided for evaluation. The photographs did not show the minicap. The photographs were visually inspected and showed remnants of iodine on the threads of a transfer set. There was no evidence an abnormal amount of iodine was present on the transfer set. Iodine remnants left on the transfer set threads is not considered a defect. The iodine added to minicaps during assembly dries in a manner demonstrated in the sample picture when exposed to air. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.